Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported customer experienced a low readings issue while wearing an adc freestyle libre sensor when compared to hcp meter readings. Customer had an abscess that caused pain and inflammation and was taken to a hospital. At the hospital, sensor scan result of 110 mg/dl, 72 mg/dl, and 140 mg/dl were obtained and compared to hcp meter readings of 220 mg/dl, 158 mg/dl, and 305 mg/dl respectively. Customer was diagnosed with hyperglycemia and administered unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.